Event description:
It was reported that during an open hysterectomy procedure, the balloon was burst when 8cc saline was injected. This event occurred when the device was used for the patient. The device did not contact with anything before the procedure. It is believed that no pieces fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cut. The instrument was returned intact for analysis with the spacer on device. Based upon the visual and functional examination, it was concluded that the device returned had a cut in the balloon, likely with a grasper. The cuts were on each side of the balloon. The balloon can be easily compromised if it comes in contact with a sharp instrument or packaging material. The infusion tube was also cut on the device. A batch record review was performed and no anomalies were found during the manufacturing process.